Manufacturer narrative:
Per initial report, pt was not injured.

Event description:
Probe passed test but started frosting up the shaft during freeze. The doctor took the necessary precautions to prevent the skin from being damaged. Pt was not injured during the procedure due to this issue.